Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence, and the balloon migrated from under the muscle to outside muscle. A surgical procedure was performed during which it was noted that the balloon lost pressure; therefore, the balloon was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).